Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated tpsa result is unknown. However, the pattern of elevated tpsa results of approximately the same value obtained on multiple samples from the same patient with negative results on an alternate, non-siemens methodology is strongly suggestive of non-specific heterophilic antibody binding. No sample has been provided for siemens investigation. The instructions for use for the tpsa flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discrepant elevated total prostate specific antigen (tpsa) result was obtained on the dimension exl system. The result was reported to a physician. The physician questioned the result because the patient had a radical prostatectomy a few months earlier. The sample was sent to another facility where the sample was tested with a different methodology. An undetectable level of tpsa was obtained. There is no indication that treatment was prescribed or altered on the basis of the discrepant elevated total prostate specific antigen (tpsa) result. There was no report of adverse health consequences as a result of the discrepant elevated total prostate specific antigen (tpsa) result.